Event description:
The user facility reported a 67-year-old male was being placed on an impella 5.5 for mechanical circulatory support. The complainant reported that an impella 5.5 pump implant attempt had to be aborted due to the patient's anatomy and an impella cp was successfully placed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella 5.5 device has not been returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.